Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and several shocks for atrial tachycardia, resulting in exhaustion of tachycardia therapy. Review of the stored episode revealed that rhythm was initially detected in the ventricular tachycardia (vt) zone where therapy was withheld until v>a became true, which, is a therapy decision. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.